Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for cervical radiculopathy. The patient reported that they are having trouble charging their implant. They stated that they get a code with a doctor on it, but they do not remember what the code said. They noticed the issue a couple months ago. The patient noted that they think their implantable neurostimulator (ins) is going bad. The patient was redirected to follow-up with a healthcare provider.